Event description:
It was reported that two day after the refill on (B)(6) 2013, the patient experienced extreme pain in her lower back and legs. The patient reported difficult and painful walking and had denied any falls, traumas, changes to the pump site, fever, and withdrawals. The patient was concerned that her catheter could have moved. The patient contacted her pump physician and was waiting a call back. The patient also contacted the physician who had replaced her hip approximately three years ago. This device system delivered morphine. The patient later reported that the pain was somewhat better but thought perhaps she was "getting messed up" as the implanting physician was not the physician who refilled her pump. The patient was able to schedule an appointment for (B)(6) 2013 but felt this was a long time to wait. She was informed to go to the emergency room if necessary. Reportedly, the physician could only do refills and not a dye study. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the issue was related to ¿a disk injury¿ and was not a pump issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10854r69, implanted: (B)(6) 2001. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient received assistance from her doctor and her concerns were resolved. It was noted ¿surgery¿ occurred 04/01/2013 the type of surgery was not reported, it was not noted it the surgery was related to the device or not.